Event description:
A report was received that the patient was having discomfort at the ipg site and difficulty charging as the ipg was perpendicular to the skin. X-ray confirmed that the ipg had migrated. The patient underwent a pocket revision and was reportedly doing well postoperatively.

Manufacturer narrative:
.